Manufacturer narrative:
The device has been forwarded to the karl storz factory in (B)(4) for evaluation and the evaluation results are pending.

Event description:
Allegedly, during a hysteroscopy procedure, the hospital reported they saw tissue from a previous case come out of the instrument channel of the sheath when an instrument was put through the channel.